Event description:
It was reported that during the implant procedure, the left ventricular lead appeared to be bent and could not advance through the sheath. The guidewire also became stuck in the lead. The lead was not installed and a new lead was successfully implanted. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).